Manufacturer narrative:
B3. Date of event, corrected data: initial report inadvertently listed the wrong date.

Event description:
A non-invasive firmware upgrade was performed on (B)(6) 2023 on the generator to prevent future reboots. After the update, data review confirmed device was functioning as intended.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
When the patient was seen in clinic upon initial interrogation, error code 6 (reset code) was received. The instructions on the screen were followed to re-enable therapy and upon doing this the patient experienced severe coughing. The patient's settings had to be disabled to resolve the coughing. The nurse then went back after speaking with a livanova rep and titrated the patient back up to their previous settings but 1.5ma could not be tolerated by the patient so it was lowered to 1.25ma. Diagnostics was performed and all values were within normal limits. DHR review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No other relevant information has been received to date.